Event description:
On (B)(6) 2025, user experienced a hypoglycemia event while using the freestyle libre 3+. Fingerstick showed blood glucose (bg) 104 mg/dl while sensor read 74 mg/dl. Sensor dropped to 58 mg/dl, so user replaced it. Fingerstick then showed blood glucose (bg) 66 mg/dl, treated with 4 ounces of juice. Later, an urgent low soon alert occurred when readings dropped from 91 mg/dl to 70 mg/dl; pump showed 93 mg/dl and fingerstick 98 mg/dl, confirming cgm accuracy. The user also noted abbott had suggested a possible bad batch of sensors. The user will follow up with abbott and endocrinologist. The user's lowest blood glucose (bg) was 66 mg/dl. Symptoms included shakiness and nervousness. Bg was corrected with juice, and user planned bedtime snacks to prevent overnight lows. The user reported nervousness and shakiness during the event. No medical intervention required or reported at the time of call.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.